Event description:
The customer reported to olympus, the evis exera iii colonovideoscope control knob was loose. The issue was found at the end of a procedure. Inspection and testing of the returned device found the jet tube, the air/water cylinder and the air/water tube all had foreign matter. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation also found that the air/water cylinder and suction cylinder had no color. Switch 1 had a pinhole. Due to wear of the angle wire, the play of the up/down knob was out of standard value. The light guide lens had a crack. The adhesive on the distal end was lifting and had a crack. The universal cord was wrinkled. The jet tube, the air/water cylinder and the air/water tube all had foreign matter. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.